Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins worked for "a number of years, and since then it quit working". The patient saw their hcp at the time who told the patient to have the ins removed, but the patient could not afford the removal; the hcp had since retired and the ins was still implanted but was not working. The caller asked the patient for details around the device issue and caller was told the "device stopped working on its own so after this happened they stopped recharging it". It was recommended that the patient have the ins checked to determine what the device issue was. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they think their charge ran out and they did not notice it in time to reset it. Patient reported they called the doctor. Patient reported issue did not resolve and they threw it away.